Event description:
The device was returned for service. During testing, the baxter technician reported an infusion pump that failed an accuacy test for overinfusion on channel c. There was no patient injury or medical intervention necesary. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of a failed accuracy test for overinfusion on channel c was confirmed during product evaluation. This event was caused by a faulty pump head mechanism. The pump head mechanism on channel c was replaced. The device was tested and returned.